Event description:
It was reported that this right ventricular (rv) lead had dislodged and was perforated. These findings were based on x-ray imaging, out of range lead measurements and patient discomfort. Time of dislodgement and perforation are unknown. This lead was explanted and replaced with a new rv lead. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead had dislodged and was perforated. These findings were based on x-ray imaging, out of range lead measurements and patient discomfort. Time of dislodgement and perforation are unknown. This lead was explanted and replaced with a new rv lead. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.